Manufacturer narrative:
On 12-mar-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2024-00615 for product code 301803m (preface® guiding sheath with multipurpose curve) (2) MFR # 2029046-2024-00616 for product code 301803m (preface® guiding sheath with multipurpose curve).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with two (2) preface® guiding sheath with multipurpose curve catheters and the valves were released from the sheath and causing blood return. The valves were released from the sheath bodies causing blood return and compromising the procedure. The two hems were collected for return and a third one was opened, in which there was no longer this problem. The procedure was successfully completed. There was no patient consequence.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve catheters and the valve was released from the sheath and causing blood return. The valve was released from the sheath bodies causing blood return and compromising the procedure. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and it was sent to the manufacturer for further investigation. Visual, dimensional and microscopical analysis of the returned device were done following bwi procedures. Visual inspection of the device revealed the cap separated from the hub. The separated cap was not returned for analysis. No other damages were observed. Dimensional analysis was performed and the results were found within specifications. Microscopical analysis performed revealed marks on the hub ring. The issue is unrelated to the reported event. A device history record (DHR) evaluation was performed and no internal action related to the complaint were found during the review. The hemostatic valve issue reported by the customer was confirmed, a cap separation condition was observed on the returned unit since the cap was not received for evaluation. The potential cause of the cap separation cannot be determined. Concerning the marks observed on the surface of the hub ring, these are often the result of interactions with sharp objects or mechanical damage. Procedural factors or/and handling process may contribute to this issue. Neither the DHR review nor the product analysis suggests that the found condition could be related to the manufacturing process of the unit. It was concluded that the issue is unrelated to the manufacturing process. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).